Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having some power elevations following a pump exchange (occurred on (B)(6) 2014, MFR# 0002916596-2014-00654). The patient was on medication; ldh 200 - 300; no other signs or symptoms. The vad coordinator then reported that the pump was explanted on (B)(6) 2014. After pump explant, the patient was found to have a perforated bowel with vad pocket/driveline associated infection. The vad coordinator reported that the bowel perforation was associated with the pervious pump exchange. The patient had a right middle cerebral artery stroke on (B)(6) 2014. The patient expired on (B)(6) 2014 after family decision was made to withdraw support.

Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.